Manufacturer narrative:
Device has not returned to the manufacturer for evaluation. If the device is returned, a follow up report will be filed.

Event description:
It was reported that during a unipolar hip replacement surgery, the bottom of the acm cement gun broke while injecting cement into the femoral canal. The surgeon removed the cement and used another new acm and cement to complete the procedure. There was no adverse outcome to the patient due to the event, and no additional medical intervention was required.